Event description:
It was reported that this right atrial (ra) lead exhibited a spike in pacing impedance high out of range. The device recorded a signal artifact monitor (sam) alert episode due to minute ventilation (mv) chop. Later on, noise signals were seen. Technical services (ts) was consulted, and suspects lead failure. The patients house got struck by lightning, but ts explained is not related. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, x-rays were performed but the results are still unknown. The physician plans on performing a lead revision in the future.

Event description:
It was reported that this right atrial (ra) lead exhibited a spike in pacing impedance high out of range. The device recorded a signal artifact monitor (sam) alert episode due to minute ventilation (mv) chop. Later on, noise signals were seen. Technical services (ts) was consulted, and suspects lead failure. The patients house got struck by lightning, but ts explained is not related. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a spike in pacing impedance high out of range. The device recorded a signal artifact monitor (sam) alert episode due to minute ventilation (mv) chop. Later on, noise signals were seen. Technical services (ts) was consulted, and suspects lead failure. The patients house got struck by lightning, but ts explained is not related. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; x-rays were performed but the results are still unknown. The physician plans on performing a lead revision in the future. Later on, the lead was surgically abandoned and replaced with a new lead.